Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected due to the transmitter battery having no voltage and there was no data to review. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.